Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from field indicated that there was no anatomical interference, or any angulation or kink in the delivery system upon deployment and the 12f delivery sheath was used. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 26mm amplatzer septal occluder was selected for implantation using a 12f amplatzer torqvue delivery system. During the procedure, during deployment, it was observed that the device had deformed into a cobra shape. The device was not released inside patient anatomy, there was no angulation or kink noted in the delivery system, and there was no interaction with cardiac structures during deployment. The device was removed and replaced with a 24mm amplatzer septal occluder because another 26mm device was not available. The replacement device was then successfully implanted using the same delivery system. The patient is reported to be stable and discharged. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.